Event description:
It was reported the that right atrial lead dislodged; it was not capturing and undersensing of p waves was occurring. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).